Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as attendant doing continuous ambulatory peritoneal dialysis (capd) without proper training. On the same day as this report was received, the pt was hospitalized for the event. On an unreported date, the pt was treated with injection vancogen (1 gram, ip and frequency not reported) and meropenem (1 gram, frequency and route not reported) for peritonitis. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.